Event description:
It was reported the boston scientific corporation in 2008, that a radial jaw 4 single use biopsy forceps large capacity was used during an esophageal biopsy procedure performed at about three days prior. According to the complainant, the biopsy forceps took "too deep of a bite." Pathology report indicated that the biopsy forceps penetrated the muscularis. Procedure completed with the same radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complaint, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record for the prior 3 lots shipped to the customer was performed; (1171644, 11884383, ad 11822851) and no anomalies were noted. A search of the complaint database did not identify any similar complaints reported for the previous 3 lots shipped to the customer.